Event description:
Info received indicates the right foot end brake caster is not holding when in brake.

Manufacturer narrative:
The technician found the brake was not engaging on the caster. He adjusted the brake caster to repair the bed.